Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the shock channel that resulted in inappropriate anti-tachycardia pacing (atp) and two shocks. Additionally, high out of range shock impedance measurements greater than 125 ohms were observed in triad configuration, however, measurements were within normal limits at 73-76 ohms in coil to coil configuration. Boston scientific technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that due to age and the patient's health condition, the physician elected to turn tachycardia therapy off at this time.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continued to be observed and triggered an alert in the remote home monitoring system. The alert trigger was increased to 150 ohms and monitoring will be continued.